Event description:
During the bed pick up, the customer claimed the incident. The backrest's left hinge broke. The device was used with the patient at the time the event occurred. The patient was taken out of bed. No injury was sustained.

Manufacturer narrative:
The bed was manufactured on 2018. Review of the service records did not show any hinges replacement. Based on the bed damage, the most likely root cause might be lifting the backrest section without noticing that it was blocked by an obstacle (e.g., a windowsill or room equipment). However, due to the lack of information about the circumstances in which the issue occurred, the exact cause of the malfunction could not be established. The instructions for use (830.213-en) ¿ deliver crucial information and warnings about proper usage of the equipment, including: ¿when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other obstacles do not restrict its movement¿. "To avoid potential damage or injury, do not leave oxygen bottle or any other obstacles under the bed frame while operated." To sum up, the arjo device failed to meet its specification since bed was damaged. The bed was used by a patient during the event. This complaint was assessed as reportable due to an allegation of backrest hinge failure during use with the patient. The device is distributed outside the us and no gudid information exists.